Manufacturer narrative:
Further information was received indicating this event is no longer part of fsca 1627487/06/02/2017/001-c. Report type changed from serious injury to malfunction section b1 type of report - remove check for adverse event section b2 outcomes attributed to adverse - remove check for other serious. Section h9: fsca removed. It was reported to abbott, a patient underwent an unrelated surgery and had not have set the ipg to surgery mode. Thereafter, the ipg failed to establish communication with their patient controller. Recovery efforts by the technical services was initiated over the phone. The rep met with the patient and was able to recover the ipg. Therapy was restored. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient met with a manufacturer representative wherein troubleshooting took place and the ipg was successfully recovered and access to therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Section b3 - event date is estimated.

Event description:
It was reported that the patient's ipg was no longer communicating with external devices following an unrelated surgery wherein the patient's ipg was not placed into surgery mode. Programmer displayed the message "the generator is not responding." Surgical intervention may take place at a later date to address the issue.